Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery the surgical console presented with no vacuum in phacoemulsification mode. The procedure was completed. Patient harm was not reported.

Manufacturer narrative:
The company service representative, examined the system. And replicated the reported event to resolve the issue. The nonconforming fluidics module was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is attributed to the nonconforming fluidics module. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The fluidics module was received, and a visual assessment of the returned sample revealed no obvious nonconformities. The fluidics module sample was installed into a calibrated vision system and turned on. The console did not recognize or prime the cassette; this was due to a nonconforming blue vent valve. The blue vent valve was replaced with a known working valve and the system was found to meet specification. The fluidics module with a known working valve successfully completed a 5-minute surgical test in the sculpt mode. The root cause of the reported event is attributed to the nonconforming blue vent valve in the fluidics module. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).